Event description:
Follow-up information indicates the doctor saw the patient and his infection was healing.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but unable to obtain.

Event description:
It was reported the patient was diagnosed with a staph infection and (B)(6). As a result, the ipg was explanted on (B)(6) 2019. The patient is on IV antibiotics.